Manufacturer narrative:
On 9/8/2019, as per additional information received it was confirmed not to be deflation, therefore no product failure analysis can be conducted and no determination of possible contributing factors could be made. No corrective action is warranted at this time. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/15/2019, it was reported to mentor that during explantation by the surgeon, it was noted that there was no deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round high profile 310cc , catalog: 3503310, sn: (B)(4), lot: 5890999. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with mentor smooth round high profile 310cc and experienced deflation on the left breast implant. As a result, the patient will undergo explantation on (B)(6) 2019.